Manufacturer narrative:
H.6. Investigation: as a sample was not available for return, our quality team was unable to conduct a thorough sample investigation. A device history record review was performed for provided lot number 1912116. The review revealed one related quality notification during the production process that may have contributed to this incident. During the production process damage to the plunger lip was observed, and the production process was held for segregation of faulty product. This incident resulted due to incorrect segregation of faulty product by the operator. We are confident that this is an isolated incident with an unlikely recurrence, therefore, further action has not been determined necessary.

Event description:
It was reported that the bd discardit¿ ii syringe leaked "nacl" past the plunger during use while "solupred" was being reconstituted in it. The following information was provided by the initial reporter, translated from french to english: "when reconstituting a drug (solupred, powder to be reconstituted) in a 10 ml syringe, leakage of the reconstitution (nacl) at the plunger of the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe leaked "nacl" past the plunger during use while "solupred" was being reconstituted in it. The following information was provided by the initial reporter, translated from (B)(6) to english: "when reconstituting a drug (solupred, powder to be reconstituted) in a 10 ml syringe, leakage of the reconstitution (nacl) at the plunger of the syringe."